Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a mildly tortuous and calcified lesion located in the proximal left anterior descending artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties were encountered during balloon inflation. It was reported that the balloon did not inflate at all, under normal pressure. The same inflation device was used with other devices successfully pre & post the inflation difficulties that were encountered. The issue was not that the device could not fully expand in the lesion due to vessel morphology. The issue was not that the device did not expand fully based on the inflation pressure applied. The physician completed the procedure with another resolute onyx device of same size. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information: the device returned with no stent on the balloon. The stent did not dislodge from the balloon when the device was in the patient. The location of the stent is unknown. Evaluation summary: stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. During initial visual analysis, no deformation was evident along the delivery system. Inflation testing was performed, but balloon failed to inflate. The delivery system was placed in waterbath to loosen any potential blockages. Upon second inflation, balloon again failed to inflate. To determine location of blockage, delivery system was cut at the distal shaft 26.2cm proximal to the distal tip, immediately distal to the guidewire entry port. Using a make-shift luer, the balloon was successfully inflated at 12 atms, at 2.31 secs. There appeared to be a blockage in the hypotube, as no water was seen exiting when pressurisation was applied. The transition shaft was cut away, 104.8cm distal to the strain relief, to gain access to the support wire. Support wire was removed from distal end of hypotube. Water was successfully flushed through hypotube, with no issues noted. No damage or abnormalities were present during analysis of the support wire. A 0.014 inch mandrel was advanced through the hypotube with no resistance noted. No residue was visible at the end of loaded mandrel. Deformation was apparent to the distal tip, with tip appearing torn. No stretching was evident to the balloon bonds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed that the stent came off the balloon after it was removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.